Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-03735 and MFR. Report # 3005099803-2010-03736). It was reported to boston scientific corporation that a jagwire guidewire (subject of MFR report # 3005099803-2010-0375) was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the doctor used the jagwire to introduce an extractor balloon. At this point he realized it was not a stiff shaft guidewire. The physician checked the label on the pouch, the upn was correct, however, the description did not include the words "stiff shaft". The procedure was completed with this device. Due to this event, the physician returned a second unused guidewire (subject of MFR. Report # 3005099803-2010-03736). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant has indicated that the device has been disposed of and will not be returned for analysis. If any further relevant information becomes available, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-0375 and MFR. Report # 3005099803-2010-03736). It was reported to boston scientific corporation that a jagwire guidewire (subject of MFR report # 3005099803-2010-0375) was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4), 2010. According to the complainant, during the procedure the doctor used the jagwire to introduce an extractor balloon. At this point he realized it was not a stiff shaft guidewire. The physician checked the label on the pouch, the upn was correct, however, the description did not include the words "stiff shaft". The procedure was completed with this device. Due to this event, the physician returned a second unused guidewire (subject of MFR. Report # 3005099803-2010-03736). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The referenced MFR report # 3005099803-2010-0375 was incorrect. The correct MFR report # is 3005099803-2010-03735. As the device has not been returned, a device evaluation could not be performed. A review of the device history record (DHR) shows no anomalies for "tip being too floppy". The manufacturing process for this device includes testing and inspections to ensure each product meets all material, assembly and performance specifications. The labeling issue has been addressed and corrected for both pouch and carton labels. The part number has been revised to reflect the differentiator "stiff shaft" on both the pouch and box labels. The physician apparently has boxes that have the new label and boxes that have the old label. There has only been one other similar event reported for this lot and it was reported by the same customer for the same issue. Based on this investigation, this event has been assigned the most probable root cause of "user preference".